Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a peripheral angiogram, the user made access through the groin. The side port had been flushed during preparation and once during the case. After advancing the wire and a balloon through the sheath separately, it was noted that the side port tubing had become loose and the patient was bleeding through side port. The user was able to use sterile tape to secure the side port tubing. The complaint device was used to complete this procedure. No adverse effects to the patient have been reported as a result of this product problem.